Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: corrected data on h6 (investigation findings) & h8.

Event description:
It was reported that during a rotator cuff suture process, the healicoil sa pk 4.5mm anchor fell off after being implanted. The anchor did not fell off in the patient. The procedure was completed with a smith and nephew back up device using the original drilled bone hole, using a anchor matching instrument to prepare the insertion site and leaving no void in the patient. There was a delay less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The sutures are still run through the anchor but have been pulled out of the device's cannula. The anchor is on the device and has been fractured. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.